Event description:
It was reported that during a bph procedure, the fiber burned out and the gold portion of the fiber seperated from the unit and fell into the pt's bladder. Grasping forceps were inserted through the previously placed scope and the broken piece was retreived as described in the product labeling. The laser procedure was aborted and a turp was performed aand no furtheer complications were reported.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.